Manufacturer narrative:
The device was received for evaluation. During functional testing, a system error 320 did not occur. A review of the event history log revealed no system error #20 but constant occurrence of system error 322 messages. The reported problem of '320' was re-determined as the issue of 'system error 322' message during the evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the lower link switch intermittently sticking. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed error code 320. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.